Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, received pump error 4 (the motor arm cannot communicate with the main arm) and pump error 63 (hardware low level failures) alarms. The customer blood glucose was unknown at the time of event. The event involved product(s) mmt-1884, mmt-342g, mmt-441ag,78893-01. Troubleshooting was not performed for hypoglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for pump error alarms. Customer was able to clear the alarm and rewind pump. Error table indicated that, pump should be replaced. No further patient complications were reported. No product return is required for mmt-342g, mmt-441ag, 78893-01. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the customer¿s time of calling. Unit passed the displacement test. No pump error 63 alarm or pump error 4 alarm noted during testing. However, on pump error 63 was found on 01/02/2026 05:44:09.000. Line=5932 file=632. Pump error 4 was also found on 01/02/2026 05:44:09.000. Line=2689 file=32122. Per software engineering log, the pump error alarms were caused by electronic assembly error and main processor communication alarm. Isolate to electronic assembly. Unit was cut open and a visual inspection on the connectors and electronic assembly was performed. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. No moisture damage was noted during visual inspection. The following cosmetic damages were noted: keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of pump error 63 and pump error 4 were confirmed when pump error 63 and pump error 4 alarms were noted during download history review. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.